Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic assisted distal gastrectomy procedure, during the sixth firing, the device approached to the tissue and the cartridge was closed. After that, the doctor attempted to press the green button, but it did not flash. The operation was repeated several times, but the green button did not turn on after all, so the cartridge was re-attached. After attaching the same cartridge, the green button turned on without any problems and the firing was able to be performed, but the firing suddenly stopped when about half firing was completed. The procedure was completed with another device. There was no patient injury.